Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the sensor needle stayed inside serter during insertion. No harm requiring medical intervention was reported. The sensor will be returned for analysis.